Event description:
Patient was revised to address loosening of the tibia and joint laxity.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15-16 years ago. Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided information stated laxity of the patient's joint was a contributing factor. The length of time implanted (15-16 years) could also be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.